Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier instrument was not closing properly. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes entrapment of the tissue. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.